Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alarm when an occlusion/blockage occurred. Customer's blood glucose (bg) was elevated (value not provided). Customer declined follow up from tandem technical support.